Event description:
During treatment of an aneurysm, when the physician placed the gdc 10-3d 3-d shape synerg detection circuit in the aneurysm, decided to change the position. The physician pulled out the coil and found that it had lost its first screw. Changed the device, finished operation smoothly. No patient complications were reported during this event. On analysis of the device it was noticed that the main coil had separated from the pusher wire at the proximal section.